Event description:
Per the clinic, the patient experienced buzzing noise from initial activation with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device (specific date not reported).

Manufacturer narrative:
This report is submitted on march 01, 2024.